Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly shutdown during a procedure. Customer reported that open heart surgery was the name of the procedure. The customer reported a delay of 30 minutes. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A field service engineer evaluated the device and concluded that when power generator testing occurs at the customer's site, the device activates its battery backup. Once testing concludes and power is restored, the device continued to draw power from the backup battery. Shutting down unexpectedly once the battery ran out of power. The field service engineer could not replicate the reported behavior during device inspection. If additional information becomes available, a supplemental report will be submitted.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly shutdown during a procedure. Customer reported that open heart surgery was the name of the procedure. The customer reported a delay of 30 minutes. Patient or user harm was not reported.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, d9, e3, g1, h2, h6. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from (B)(6) 2021 to (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused as the system switched to draw power from battery instead of outlet. The field service engineer was not able to reproduce the issue during inspection. So, field service engineer had reached technical support specialist. Technical support specialist received advice from product support engineer to reimage the device if field service engineer believes that the issue was related to software of the device. But field service engineer thought it was unnecessary to do so as the issue didn't reproduce. The work order was postponed as the field service engineer waited for further information from the technical support specialist. The technical support specialist closed the case after the work order was completed. The system functioned as intended after being assessed by the technical support specialist and field service engineer.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly shutdown during a procedure. Customer reported that open heart surgery was the name of the procedure. The customer reported a delay of 30 minutes. Patient or user harm was not reported.